Manufacturer narrative:
There was no injury alleged with this event, however it has been determined that should the malfunction recur, the device would be likely to cause or contribute to a death or serious injury; therefore, the malfunction alleged is an FDA reportable event. Page 2 of the owners manual, pn 1182445 rev b~02 - 12/04/14 states, "for patients who are at risk of falling from the bed, invacare recommends the use of full length bed rails, unless otherwise instructed by a medical professional. After any adjustments, repair or service and before use, make sure all attaching hardware is tightened secure.".

Event description:
Wife of the end user reported that the g30 half length bed rails on her husbands bed will sometimes fall.